Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and a cracked case near the display window corners.

Event description:
It was reported that the insulin pump had an anomaly during a priming attempt. The blood glucose reading was 15.5 mmol/l. The caller stated that an infusion set change had recently been performed, and he was concerned about something wrong with the insulin pump. He reported that when he held the act button to prime, he observed that the reservoir was moving independently of the button pressing. He stated that when the reservoir got touched by the piston, insulin exited, he connected to the device, and then the plunger seemed to infuse more insulin than intended. He stated that it should have showed 20 units, instead of 30 units, which he observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.